Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient presented with puss coming out of his midline incision and an infection. The hcp took the patient back to the operating room and removed the ins and leads. The rep reported that cultures were taken and sent for analysis. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on february 5, 2020. They reported that the ins was removed and the last they heard the patient was doing fine. The rep will be returning the system for evaluation. No further complications were reported or anticipated.

Manufacturer narrative:
The implantable neurostimulator (B)(4) was returned, however, the reported issue was a non-analyzable medical issue. If information is provided in the future, a supplemental report will be issued.